Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. UDI #(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was experiencing leg pain, diagnosed with degenerative disc disease, and had undergone a 2-level total disc replacement with prodisc-l at l3-l5 on (B)(6) 2014. During the procedure, as the surgeon inserted the implant into the operative disc space at l4-5, the bottom two prongs of the inserter broke off into the inferior end plate. The implant was removed and another implant was used to complete the procedure. This resulted in a one-hour delay. Reportedly, that the event did not result in any adverse consequence to the patient. This is report number 2 of 2 for (B)(4).